Event description:
It was reported that the programmer pen was not calibrated and the usb port was not working correctly. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the usb issue, however it was confirmed that the touchscreen was out of specification, as a result the touchscreen was replaced. (B)(4).